Event description:
The customer reported that elevated cardiac troponin (accutni) results, within the risk stratification range, were generated from an access 2 immunoassay system for one patient sample on (B)(6) 2011. The initial result did not match the patient's clinical picture as the patient did not show any other clinical symptoms of having heart issues. The laboratory questioned the results. Repeat results on the same instrument in duplicate also generated elevated results. Actual patient results were not provided by the customer. The elevated result was reported outside the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer indicated that multiple patient draws were performed however it is unknown as to when these draws occurred or when these samples were tested. The test samples were collected in lithium heparin plasma tubes and were centrifuged prior to testing. The customer was unsure if the samples were hemolyzed, lipemic or if they contained fibrin. Instrument quality control results were within customer established specification during the timeframe of this event and instrument system checks performed prior to the event yielded acceptable results. The customer suspected potential patient sample interferent had caused the elevated results, however no samples were returned to beckman coulter inc. For interferent testing.

Manufacturer narrative:
Service was not dispatched to the site for this event as sample interference was suspected. A definitive root cause for this event has not been determined to date.